Manufacturer narrative:
An event regarding patient pain involving an uhr head was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as no items were returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient had a revision of the left total hip arthroplasty due to pain.

Manufacturer narrative:
The catalog number and lot code was not provided. It was noted that no additional information would be provided due to hospital policy. Therefore, the cause of the reported event could not be determined.

Event description:
It was reported that the patient had a revision of the left total hip arthroplasty due to pain.